Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a lesion with 70% stenosis degree in the at. During procedure the hypotube broke in the sheath.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the hypotube has fractured about 705 mm distal to the kink protector. The cross-section of the hypotube at the fracture sites is no longer circular but compressed into an ellipse. The polymer coating is plastically deformed. The hypotube is kinked close to the fracture sites. The findings indicate that the hypotube most probably fractured as a result of significant bending outside the patient's body. The stent itself shows no damage or irregularity. The crimped diameter of the stent complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The most probable root cause for the reported event is related to the handling during the procedure.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a lesion with 70% stenosis degree in the at. During procedure the hypotube broke in the sheath.